Event description:
A malfunction alarm was reported with malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the issue persisted, so a replacement pump was arranged. In the meantime, the customer switched to multiple daily injections (mdi) to ensure continued insulin delivery. Instructions were provided for returning the defective pump and for the steps required upon receiving the replacement pump.